Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 & a6: unknown/requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was inserted and then removed during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was inserted and then removed during the same procedure. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported by the surgeon that the non-preloaded monofocal intraocular lens (iol) was removed from the eye because it had a slit in it. No patient harm occurred. Through follow-up, it was confirmed that the lens in the right eye was fully delivered and was subsequently removed due to a torn optic. The procedure was completed with a backup lens. The iol was not damaged by the plunger. No unplanned vitrectomy, sutures, or capsular tear occurred. No further information was provided.